Manufacturer narrative:
The patient was also bleeding excessively at the incision sites which required cauterization (submission report 3003477176-2023-00002) prior to creating the dilation path with the sharp trocar. The physician commented that the patient lost 250ml of blood during the procedure. The patient's left implant device was not implanted due to a urethral perforation which was resolved without medical intervention. During the process of applying the coagulation agent with a needle, the right-side implanted proact device was damaged and removed from the patient. At this point the physician determined that the procedure could not be completed due to the damaged implant, however the patient will return at a later time to re-attempt the proact implantation procedure. (B)(4).

Event description:
Profuse bleeding from the dilation path (patient's right side) during a proact implantation procedure. The physician applied a baxter coagulation agent with a needle to resolve the bleeding.